Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp notes that an x-ray from a year ago shows all 8 electrodes in an expected orientation. An x-ray from a month ago shows 7 normal electrodes and one electrode that is 'horizontal' in a 'new spot'. Agent reviewed labeling, considerations, lack of impedance test, etc... And advised the caller to consider reaching managing hcp to confirm they are aware of the situation and that the lead is still in epidural space. Caller confirmed MRI mode still shows full body eligible.